Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The pressure tubing was also returned. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 75.9cm from the iab tip. A second kink was found on the catheter tubing approximately 62.7cm from the iab tip. Additionally the optical fiber was found to be broken at the kink location of 62.7cm. The optical fiber was found to be broken confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab) and initiating therapy, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The console was switched out with another cardiosave, but the same alarm occurred. The iab was then replaced with a new one and therapy was continued without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.